Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis indicated that the radiofrequency (rf) head had an intermittent telemetry connection and failed uplink tests. The rf head cable was replaced. It was also indicated that the rf head lens was cracked and therefore the upper case was replaced. It was also indicated that the rf head label was delaminated and therefore replaced. The rf head passed final functional and system tests. (B)(4).

Event description:
The radiofrequency head, originally returned as an associated device, subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.